Event description:
Serious injury involving one person. Pt reported to dr on 8/29/1998 with irritation in left eye. Dr diagnosed corneal ulcer and prescribed ciloxan every 30 mins and erythromycin at bedtime. Lens model/water content: newvues softcolors/55%; lot number:unk; eye involved: left; refraction: myopia; duration of use (months) wearing modality: 30; number days lens worn: 7; last visit to practitioner: prior to symptoms: 6/98; type lens care system used: chemical; disinfecting system used: unisol; homemade saline used: no; number of days worn between cleaning and disinfecting: 7; days between cleaning and symptoms: 2-3; days between symptoms and calling dr ;1; self-treatment by pt: no; hand washing before lens manipulation: yes; ulcer location: 9 o'clock periphery; visual acuity before symptoms: 20/80; visual acuity after symptoms: 20/10 first day, 20/80 second day; results of culture: none performed; results of corneal biopsy and/or scrapings: none taken; diagnosis: corneal ulcer; treatment administered: ciloxan and erythromycin; prognosis: eye clearing up;